Manufacturer narrative:
Batch review performed on 12 march 2019: lot 131501: (B)(4). No anomalies found related to the problem. (B)(4) two additional items were involved in the complaint: gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm, lot 141804, (k121416): (B)(4). No anomalies found related to the problem. To date, all the items of this lot have already been sold without any other similar event reported. Gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r, lot 142546, (k121416): (B)(4). No anomalies found related to the problem. To date, all the items of this lot have already been sold without any other similar event reported.

Event description:
On (B)(6) 2019 we were informed about a patient who needed a revision 4 years and 6 months after the primary due to infection (the pathogen is unknown). On the following day the tibial tray, insert and femoral component have been revised.